Manufacturer narrative:
At primary surgery, difficulties found in femur exposure and femur canal finding. Additional information received on 25 july 2017 and includes: the surgeon added 2 screws to secure the cup more. No wire applied on the femur. Batch review performed on 17 august 2017. Lot 168402: (B)(4)items manufactured nad released on 12 april 2017. Expiration date 2022-04-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without ay similar reported event. On 17 august 2017 the medical affairs performed a clinical evaluation and commented as follows: early postoperative femoral fracture in cementless tha on a (B)(6)-year old woman. The origin of the fracture, most likely generated intraoperatively, should probably be sought in the difficult and peculiar anatomy of the patient, which made it difficult to find the strongly bowed femoral canal. Intraoperative fractures are a possible, literature-described complication of the tha operation; a peculiar and difficult anatomy makes the odds of such an event obviously higher.

Event description:
After primary surgery, it was noticed that the femur had been fractured: stem, head and liner revised in amis approach on the following day with items of the same references. Moreover, the surgeon added 2 screws to secure the cup more.